Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported phenomenon cannot be conclusively determined at this time. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her evis exera iii video system center was presenting a scrambled picture during preparation for an unspecified procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.